Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, strings of the lap sponge came out. There is no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. The picture showed a folded lap sponge with a single string that has come partially loose. The reported condition was confirmed. The investigation of the picture found a single string that had come loose from the sponge. Pmv (post market vigilance) could not determine from the picture how or why the string became loose. The investigation could not determine the root cause of the customer's report. The customer is advised to return the device so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.